Event description:
The account stated that smoke was seen coming from the back of the celldyn 3700 sl analyzer. Field service replaced the power supply as it was determined to be burned out. There was no report of injury.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The power supply, part number 8921168202, serial number (B)(4) was returned for evaluation. The investigation found that the 4 amp fuse was missing; the power supply was correctly configured to a 220 voltage setting. Internal examination showed that the large electrolytic capacitors were busted open at the top; confirming the reported smoke. Due to the bursting of the capacitors, the power supply could not be tested with live power. The investigator concluded that it was possible that the smoke or burning on the power supply was due to a fluctuating power or spike, caused by an unregulated main power line. The risk management file for the cell-dyn 3700 indicates that the power supply is a potential source of smoke. Controls in place to reduce the risk are over-current protection, fusing, instructions, safety icons, hazard warning labels and fuse labeling. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn 3700 system operator's manual was reviewed and was found to provide adequate information regarding emergency shutdown. The investigation did not identify a product deficiency.